Manufacturer narrative:
Pending investigation.

Event description:
As reported by legal, the patient received left knee optetrak implant date: (B)(6) 2018. Revision date: (B)(6) 2021. No additional information provided.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information. H7: z-0021-2022.

Event description:
As reported, this male patient had an initial left tka on (B)(6) 2018. The patient was revised on (B)(6) 2021 due to accelerated and preventable wear of the optetrak logic psc polyethylene tibial insert. The patient has suffered and continues to suffer permanent and debilitating injures and damages, including but not limited to, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss; and other injuries presently undiagnosed, which all require ongoing medical care. No other patient information/medical history reported.

Manufacturer narrative:
H3: the revision reported may have been the result of prosthesis wear. However, the reported prosthesis wear and contributions of implant positioning and/or patient-related conditions to the sequence of events cannot be confirmed as the devices were not available for evaluation and limited information was provided at the time of evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, loosening and instability. Or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.